Event description:
It was reported during a novasure procedure on (B)(6) 2025, that there was a valve problem and an error message appeared several times without being able to complete the intervention. A second device was used to complete the procedure. Upon investigation on (B)(6) 2026. A hole in the array was reported.

Manufacturer narrative:
Device was returned: visual inspection was conducted and the array was stuck in the closed position and had blood. During deployment of the array, dried tissue and blood made it difficult to deploy. After a couple of tries, it was possible to deploy but a hole was identified in the proximal end of the array. Suction test with syringe was passed. Functional testing was conducted and the device passed the test in the console without any issues or messages on the screen. Therefore, the issue reported by the customer was not replicated, but a different failure mode of the hole in the array was identified. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.